Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and swelling at the ipg pocket site. It was unknown as to what caused the patients symptoms. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively. The explanted ipg will not be returned since it was not released by the facility.